Manufacturer narrative:
(B) (4): evaluation results: (endoleak); (severely tortuous vessels; pre-operative rupture); (treatment of a pre-operative rupture).

Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of a ruptured 7.5 cm abdominal aortic aneurysm. The aortic neck, aneurysm, and iliac arteries were severely tortuous. It was reported that the talent bifurcated stent graft (MFR report # 2953200-2010-00713) was implanted, followed by the contralateral limb. After 90% of the limb was deployed, it was not possible to deploy the rest of the stent graft due to the vessel tortuosity. The physician disconnected the quick disconnect button and pulled the delivery system down; however, this resulted in the contralateral limb being pulled down too far, resulting in a junctional separation (type iii endoleak) between the gate and the limb. The physician pushed the delivery system proximally and was able to advance the nose cone through the stent graft and complete the deployment, and then the iliac limb delivery system was removed without further issues. Another talent iliac limb was deployed in the gate to successfully bridge the separation between the bifurcated stent graft and the contralateral limb. The final angiogram showed that the right renal artery was partially covered by the bifurcated stent graft, although there was still flow. The physician ballooned the graft with a reliant at the bifurcation and slightly pulled the graft 1 to 2 mm distally to successfully uncover the renal artery and restore good flow. No additional clinical sequelae were reported, and the pt is fine.